Manufacturer narrative:
(B)(4). Date sent: 9/26/2016. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm when the device did not staple if any of the target tissue was cut? If yes, was the cut line complete?

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device did not staple on an unknown firing and was difficult to open. It was unknown if the device was difficult to open while on tissue. It was unknown which type of reload was being used. No buttressing material was being used. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2016. (B)(4). The analysis found that one psee60a device was returned in good visual condition and with an ecr45w cartridge loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the 60mm IFU. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.